Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the universal modular electric/battery double trigger handpiece does not run, and was giving a clicking noise. Add'l clinical f/u with the customer indicated that the device was not running and was producing a clicking noise occurred during surgery. The customer attempted to resume device functionality by resetting the battery; however, the device issue still remained. It was reported that there was no pt injury or delay involved and an alternate device was used to complete the scheduled procedure.